Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was torn. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log could not be reviewed because of the frozen screen. Functional testing confirmed the device was unable to boot into the main menu because of a software error. Device software updated to solve frozen screen complaint. The dso seal was replaced.

Event description:
It was reported that device had a frozen screen. There was unknown patient involvement. No patient harm/unknown adverse event reported. Analysis of the returned device found the downstream occlusion seal was torn.